Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, b7, g3, g6, h2, h6: device code h11.

Event description:
It was reported that the patient underwent a revision procedure 1 year and 8 months post implantation due to instability that was caused by the acetabular defect from the previous bone fracture which then contributed to the loosening of the cup. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified the explanted cup but could not be used to confirm the complaint. Device not returned, no further analysis can be made. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 1 year and 8 months post implantation due to instability due to a bone growth. A shell with an increase in diameter was used to complete the procedure to fit the acetabular defect. There is no additional information available at the time of this report.